Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio 2 meter was reading inaccurately erratic. The complaint was classified based on customer service representative (csr) documentation. The patient reported the alleged meter inaccuracy issue began on (B)(6) 2016, at 12.53 pm. The patient reported that she obtained inaccurate blood glucose results of ¿26.8 and 4.9 mmol/l¿ on the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls out with lfs¿ criteria for precision. The patient reported that she manages her diabetes with both oral medication and insulin, she usually injects insulin twice a day, but not at lunchtime. The patient reported that in response to the ¿26.8 mmol/l¿ result she administered an extra 5 units of insulin. Just over an hour after administering the extra insulin the patient developed symptoms of ¿shaky and feeling generally unwell¿, which she related to having a low blood glucose. In response to the symptoms she increased her food, and ate additional chocolate, sweets and biscuits. The patient denied requiring any medical treatment. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure, and the sample had been taken from an approved sample site. The csr noted that the patient had been using the same lancet multiple times. It was identified that the patient was not storing the test strips correctly and her testing technique was also incorrect. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.